Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared "no insulin delivery" alarm. Additionally, it was reported that the pump touch screen was unresponsive. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.